Event description:
The pt reported that the down button had to be pressed multiple times to elicit a response from the keypad.

Manufacturer narrative:
The pump was returned to animas and the eval revealed that the keypad was peeling. All keypad buttons are intermittently responding and required excessive force to activate. There was evidence of keypad adhesive found under all key contacts.